Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose level ranged from 79-80 mg/dl. The customer consumed carbohydrates to address the bg level. Technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.